Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain . It was reported that the patient was scheduled for an unrelated MRI. The stimulator was turned off for a year and the patient had not charged the device. There was a suspected overdischarge since 2017. No further complications were reported. Additional information was received from the health care provider (hcp) and consumer on (B)(6) 2018 reporting that the patient had not used the implantable neurostimulator (ins) for a year. The consumer reported that the ins stopped working or did not work and was dead. This was reported to be the second time that the hcp put in an implant that did not work. This second ins stopped working about a year ago in 2017. The patient spoke with a manufacturer representative over the phone on (B)(6) 2018 and was educated on how to the charge the ins. It was reported that the ins battery was charged to (B)(4). Now on (B)(6) 2018 they saw the warning power on reset (por) on the patient programmer. Per the consumer, the hcp was not happy about removing the device. Additional information was received from the consumer on (B)(6) 2018 reporting that a representative went through the process with them step by step and to get everything in line. The consumer reported to be fine with the results. No further complications were reported.